Event description:
Surgeon was using disposable stapler/cutter in laparoscopic appendectomy. Surgeon attempted to staple; however, no staples were in device chamber. This resulted in leakage of stool into the abdomen. Patient required open laparotomy to repair the opening in addition to the planned urgent appendectomy.